Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer bumped the pump on a door knob and the pump touch screen became shattered and nonfunctional. Customer's blood glucose was 125 mg/dl. Reportedly, customer reverted to an alternate insulin pump for insulin therapy.